Event description:
Additional information received from the rep reported that the patient has been able to recharge the ipg he says everything is working just fine. Apparently the ipg being tilted has not caused the problem.

Manufacturer narrative:
Continuation of d11: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the rep met up with the patient because he was having difficulty charging the ins. At the appointment, initially, the controller started a normal charging session and they charged for a few minutes. Then the controller went to the passive charging session but only displayed for a minutes or less. After doing this a few times, the patient got a message on the controller that said "system problem, rm03." Rep used the patient's recharger and li-battery in the rep's controller, and with this second controller, the rep is getting the "no device found" message on the controller. Rep pressed the recharge button and then the numbers display on the screen. Initially, the controller displayed values as high as 97 and then it would suddenly change to all 0s. Sometimes, the values would flash up and then drop down to 0. Rep thinks that the change in values might be related to the pressure that she applied, since rep can get the numbers to increase when applied more pressure and when the pressure was released, the valued dropped to 0. The caller got the same error message again, system problem rm03. The rep thinks that the ins is tilted in the pocket. Rep was redirected to repair and a replacement recharger was requested. No patient symptoms were reported.